Event description:
It was reported that the bd nurse commented that a community patient visited for intermittent catheterization on june 19, 2023 (pcn# 71412-lot# jugw1855). When a hydrosil rose female 12ch was shown, the catheter felt like there was no lubricant, despite the fact that the water sachet was popped to activate, but it wasn't wet. Therefore, they did not use the hydrosil product on the patient and instead used a coloplast product. The nurse had a second box at home from the same batch, and the catheter, upon checking on (B)(6) 2023, also felt the same (pcn# 71412-lot# jugw1855). The nurse felt that the lubricant on the hydrosil rose and gripper catheters hadn't been the same for some time. It was also reported that the intermittent catheters (pcn# 71412 lot# jugw1855) had a lack of lubricant, and testing showed no lubricant on the samples sent in. The user received a boot stock order yesterday, including the hydrosil intermittent catheters. It was stated that on checking, there appeared to be no lubricant on these either (pcn# 71612-lot# jugw0053). They have not given any to patients to use. Per additional information via email on 06aug2023, it was confirmed that there was no patient involvement.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect process parameters". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported issue. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual inspection noted 29 iscs in closed packaging with no nicks, burrs, bends, flash, bumps or sharps present. Further testing required. Functional evaluation noted organoleptic test was conducted and 13 samples were tested according to ansi/asqz1.4 c=0 sampling plan, aql- 1.0. All 13 samples were not lubricous after 10 wipes. Therefore, product does not meet specifications. The potential root cause could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the bd nurse commented that a community patient visited for intermittent catheterization on (B)(6) 2023 (pcn# 71412; lot# jugw1855). When a hydrosil rose female 12ch was shown, the catheter felt like there was no lubricant, despite the fact that the water sachet was popped to activate, but it wasn't wet. Therefore, they did not use the hydrosil product on the patient and instead used a coloplast product. The nurse had a second box at home from the same batch, and the catheter, upon checking on (B)(6) 2023, also felt the same (pcn# 71412; lot# jugw1855). The nurse felt that the lubricant on the hydrosil rose and gripper catheters hadn't been the same for some time. It was also reported that the intermittent catheters (pcn# 71412; lot# jugw1855) had a lack of lubricant, and testing showed no lubricant on the samples sent in. The user received a boot stock order yesterday, including the hydrosil intermittent catheters. It was stated that on checking, there appeared to be no lubricant on these either (pcn# 71612; lot# jugw0053). They have not given any to patients to use. Per additional information via email on 06aug2023, it was confirmed that there was no patient involvement.

Event description:
It was reported that the bd nurse commented that a community patient visited for intermittent catheterization on (B)(6), 2023 (pcn# (B)(4) lot# jugw1855). When a hydrosil rose female 12ch was shown, the catheter felt like there was no lubricant, despite the fact that the water sachet was popped to activate, but it wasn't wet. Therefore, they did not use the hydrosil product on the patient and instead used a coloplast product. The nurse had a second box at home from the same batch, and the catheter, upon checking on june 21, 2023, also felt the same (pcn# (B)(4) lot# jugw1855). The nurse felt that the lubricant on the hydrosil rose and gripper catheters hadn't been the same for some time. It was also reported that the intermittent catheters (pcn# (B)(4) lot# jugw1855) had a lack of lubricant, and testing showed no lubricant on the samples sent in. The user received a boot stock order yesterday, including the hydrosil intermittent catheters. It was stated that on checking, there appeared to be no lubricant on these either (pcn# (B)(4) lot# jugw0053). They have not given any to patients to use. Per additional information via email on (B)(6) 2023, it was confirmed that there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.